Event description:
Additional information received indicated the patient was seen in clinic following the programming changes, and it was noted that there was consistent atrial capture.

Manufacturer narrative:
Inappropriate lv output should not have been coded in MDR-2026-18292 as the device was performing per design.

Event description:
It was reported that the patient presented for a follow-up in clinic. Isometric testing revealed intermittent capture on the atrial leadless pacemaker (alp), which also led to inappropriate ventricular response. The patient was asymptomatic. The alp was programmed so that it does not affect the ventricular response. The patient was stable throughout the changes.